Event description:
This is filed to report the clip detaching from one leaflet and recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed on 7 february 2023 to treat functional mitral regurgitation (mr) grade 4. A ntw clip was successfully implanted, reducing mr to grade 2. On (B)(6) 2023, the patient returned with the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and recurrent mr grade 4. The physician thought the leaflet may have been grasped in a rolled position. On (B)(6) 2023, a reintervention mitraclip procedure was performed to treat the slda and recurrent mr grade 4. An additional ntw clip was implanted successfully, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mitral regurgitation was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.